Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedances and was explanted and replaced as a result. Ra impedances issues were still present, so the implantable pulse generator (ipg) was subsequently explanted and replaced and as a result, parameters were normal. It was also reported that the right ventricular (rv) lead had dislodged and was revised and remains in use. No patient complications have been reported as a result of this event.